Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during bolus deliveries while sitting down. The customer successfully delivered the remainder of the correction bolus and no additional occlusion alarms occurred. The customer's blood glucose (bg) level was 102mg/dl. Tandem technical support (cts) educated the customer in regards to possible causes of occlusion alarms. The customer declined troubleshooting with cts to determine a possible cause of the occlusion. Additionally, the customer experience a low bg level of 72mg/dl due to inadvertently delivering a non-extended bolus when an extended bolus should have been delivered. Glucose tablets were consumed to address the bg level.